Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient has been unable to use the pump throughout the day today, but goes on to say that the pump must have delivered some insulin in addition to what the reporter was providing by injection, resulting in a blood glucose of 58/dl, with hunger and a severe headache. Patient required no unusual treatment. This complaint is being reported as the power issue was not resolved and the patient experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: the complaint was verified in the history but could not be duplicated during testing. The black box shows several unexplained por events resulting in deliveries interruptions on (B)(6) 2015 from 12:48 to 13:59. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24 hrs with returned battery cap, no por¿s were duplicated during this time period. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range . Returned battery cap contact measurements are in specification. Removed cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.